Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. There was no adverse impact to the customer¿s blood glucose level. Technical support sent replacement tandem charging supplies as a goodwill gesture, and the pump began charging normally using the new usb cable.